Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® serum blood collection tubes, the rubber stoppers got stuck in the tubes and there was a molding defect. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer reported on having decapping issue on their beckman coulter total laboratory automation (tla) ,whereby the outer hemogard cap is removed while the inner rubber stopper remains stuck on the tube (2 incidences). Upon closer inspection, customer noted that the inner rubber stopper seems to have some manufacturing defect, looking like incomplete manufacturing of the rubber stopper.

Manufacturer narrative:
H.6. Investigation summary: bd received one customer photo for review and analysis. After review and analysis of the customer photo, the stopper remained in the tube as the hemogard shield was removed. Additionally, the stopper was damaged (chopped stopper). Therefore, bd is unable to confirm the customers reported defect of short shot. Additionally, bd is able to confirm closure separation and cut product/component based on customer photo analysis. Additionally, (B)(4) retain samples were subjected to a visual inspection for rubber defects. 0 of (B)(4) retain samples failed. Therefore, bd is unable to duplicate the cut product/component based on retain sample analysis. (B)(4) retain samples were sent to (B)(6) for testing for lot# 2318836. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided and r&d retained samples testing the device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with 2 bd vacutainer® serum blood collection tubes, the rubber stoppers got stuck in the tubes and there was a molding defect. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer reported on having decapping issue on their beckman coulter total laboratory automation (tla) ,whereby the outer hemogard cap is removed while the inner rubber stopper remains stuck on the tube (2 incidences). Upon closer inspection, customer noted that the inner rubber stopper seems to have some manufacturing defect, looking like incomplete manufacturing of the rubber stopper (see photo attached).